Event description:
Customer reported his insulin pump alarmed no delivery and then kept beeping over and over. There is a black circle appearing on the screen and it is not allowing him to continue his basal delivery. The device said his battery was low so he replaced it with a new battery, but the black circle is still there. Customer's blood glucose was unknown. Insulin exited during a fixed prime and the black circle disappeared. Customer could not check to see if he had a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.